Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04806; 0001825034 - 2018 - 04807; 0001825034 - 2018 - 04809; 0001825034 - 2018 - 04810. Concomitant medical products: 51-107110 taperloc stem lot 2921960; 11-363660 femoral head lot 923630; ep-105994 liner lot unknown; 103531 screw lot 283810. Reported infection and femoral stem loosening event were confirmed due to medical records received from the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to manufacturer.

Event description:
It was reported the patient was revised to address severe pain, gross infection, and lack of femoral stem in-growth. No further information is available.

Manufacturer narrative:
Concomitant medical products: item# 103533 ti low profile screw 6.5x30mm lot# 998640. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09734, 0001825034 - 2018 - 09741.